Event description:
The customer called to report that the lights on the transmitter do not flash when connecting to the sensor. The customer then stated that she was hospitalized after being in a motorcycle accident, while wearing the device. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.